Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2018-11260. Reference MFR. Report#: 1627487-2018-11261. Reference MFR. Report#: 1627487-2018-11262. Reference MFR. Report#: 1627487-2018-11263 it was reported that the patient had a full system explant.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5: reference MFR. Report#: 1627487-2018-11260, reference MFR. Report#: 1627487-2018-11261, reference MFR. Report#: 1627487-2018-11262, reference MFR. Report#: 1627487-2018-11263. It was reported the patient experiences uncomfortable stimulation and ipg site pain when stimulation is turned on. It was stated the patient declined reprogramming. As such, the patient may undergo surgical intervention to address the issues.